Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A few days after initial implant, the patient went into the emergency room with chest pain. Upon further interrogation, there was loss of capture and decreased sensing values noted on the right ventricular (rv) lead. X-ray imaging confirmed the rv lead was dislodged and computerized tomography (CT) scan showed there was a cardiac tamponade with a small pericardial effusion and a micro pneumothorax. The rv lead was revised and replaced to resolve the event and the patient was in stable condition.